Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade ii/iii.

Event description:
Patient reported no complaint against the device. Later healthcare professional reported "capsular contracture baker ll/lll", "rupture", "tense breast", "slight asymmetry". This record is for the right side. The device remains implanted.